Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl, at the time of incidence. Customer¿s current blood glucose level was 500 mg/dl. Customer was treat with bolus for high blood glucose level. Customer was okay to troubleshoot for high blood glucose. Customer was alleging that the insulin pump was under delivering. Customer reported that they received motor error for insulin pump. Customer reported that they had their back up plan available with them. Customer was able to remove the cannula from the body. The insulin pump as well as reservoir will not be returned for analysis.